Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry experienced mechanical loosening of another internal prosthetic joint during a subsequent encounter. The patient underwent a left shoulder open total shoulder arthroplasty revision with possible bone grafting, including revision of the glenoid baseplate and glenosphere. The patient was initially implanted with a univers revers system on (B)(6) 2024. The onset date was reported as 3/10/2025.